Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that they opened the lap chole kit at the beginning of the case. The surgeon went to use the clip applier, it fired once and would not release any clips after the first clip. The nurse opened a new instrument and the surgeon was able to clip the structures without further incidence. The case was finished with the new clip applier. There was no consequence to the pt.